Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-05152/ 05153).

Event description:
It was reported a patient underwent a left total hip revision due to unknown reasons. The liner and head were revised.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product, therapy date: ni. Pn: 12-104156, ln: 680500, m/h radial 3-hole shell 56mm. Pn: 11-104110, ln: 327080. Mlry-hd por fmrl 10x155mm.

Event description:
It was reported a patient underwent a left total hip revision approximately 16 years post-implantation due to unknown reasons. The liner and head were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant therapy date - unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.